Event description:
The fe reported the system rebooted itself. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was replaced. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.